Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a magnetic resonance imaging (MRI) access application indicated a lead impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported via follow-up with the clinic that the high/undefined pacing impedance measurement was on the atrial channel. There was no atrial lead implanted, only an atrial pin plug.

Manufacturer narrative:
Additional information was received indicating there was no performance issue with the 479888 lead. The oor impedance issue occurred on a port where no lead is implanted, only a pin plug. In addition, there was no allegation that a medtronic product caused or contributed to an injury or illness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.